Event description:
Rn opened a primary symbiq set from hospira package using the perforated opening. The tubing was connected to an IV solution. IV solution squirted from a hole in the IV tubing. Tubing was being primed prior to patient arrival. Tubing was removed from service. No harm to patient as the event was identified before the IV tubing was connected to a patient.